Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that on the sixth firing of the atw35 instrument, while over the broad ligament, the device required alot of pressure to fire. A large crack was heard and the instrument broke. The device was opened manually. Another instrument was used to complete the case. There was no consequence to the pt.